Event description:
Customer took extra insulin based on the adc meter reading registering above 100 points higher. Customer felt dizzy, light-headed and lost consciousness. While unconscious, the school nurse tested her glucose with her adc meter and it was 95 mg/dl. Paramedics were called (reading not reported) and customer was brought to the ER. At the ER, customer's glucose was tested with the hcp meter (no reading reported) and with the adc meter (reading in mid 300). Tests were done with the same blood sample. Treatment for the event was not provided. The customer was released the same day. By the time she left, the reading was over 200 mg/dl.